Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A certified surgical technician (cst) reported that during an intraocular lens (iol) implant procedure, the cartridge split. Additional information was provided that the cartridge was in contact with the patient when it split. This same event occurred with two different patients. Additional information was requested. There are two medical device reports associated with the report of split cartridges. This report is for the first of two devices reported in this complaint.